Event description:
A (B)(6) old, male, hemodialysis pt, new to dialysis since (B)(6) 2012, was successfully dialyzed on a f-160 dialyzer 7 times. Once, on (B)(6) 2012, he was dialyzed on a f-180 without incident. On (B)(6) 2012, the dialyzer was changed to f-250 to improve adequacy. Within 3 minutes of treatment initiation, the pt was noted to: c/o of "not feeling right," increased respirations, being diaphoretic and wheezing, have a slight drop in bp from 180/83 to 170/79 and o2 saturation was 82% on ra. O2 was applied and a nebulizer treatment was given. The pt also received IV benadryl 25mg and IV solumedrol 125 mg. Dialysis treatment was terminated after 30 minutes, whereby the pt gradually improved and was transported and subsequently admitted to the hospital. While inpatient, the pt was successfully dialyzed without incident on a f-160 dialyzer on (B)(6) 2012.